Event description:
Case description: investigation result: name: novofine - batch unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: -investigation result was updated. -maufacturer comment updated -narrative updated accordingly manufacturer's comment: (B)(6)2019 : as the device (novofine) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). H3 continued: evaluation summary name: novofine - batch unknown no investigation was possible, because neither sample nor batch number was available.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas)- needle snap off a small piece when he injected into stomach and small. Piece is stuck under the skin [needle issue]. Case description: this serious spontaneous case from australia was reported by a consumer as "needle snap off a small piece when he injected into stomach and small piece is stuck under the skin" with an unspecified onset date, and concerned a male patient (age not reported) who was treated with novofine (needle) from unknown start date due to "drug use for unknown indication". Patient's height, weight and body mass index (bmi) were not reported. Medical history was not provided. Concomitant products included - saxenda (liraglutide) solution for injection, 6 mg/ml. On an unspecified date, a small piece of the needle snapped off and got stuck under the skin of the stomach when the patient was injecting. The patient was advised to see a physician. Information regarding batch number is not available. Action taken to novofine was not reported. The outcome for the event "needle snap off a small piece when he injected into stomach and small piece is stuck under the skin" was not recovered. No further information available.